Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having lost their insulin pump. The customer states their blood glucose level was over 600 mg/dl and took manual injection to treat. The customer declined to troubleshoot for the highs. The customer was advised that replacement pump would be sent.